Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of peritonitis, characterized by abdominal cramps, diarrhea and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The pdrn attributed causality to the patient¿s failure to bleach/clean his shower head and faucet for >1 month. Additionally, the pdrn reported the events were unrelated to the utilization of any fresenius product(s) and/or device(s). In up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient contact stated disconnecting the patient from the cycler the morning of 6/9, then a few hours later the patient began to have symptoms. That night, the patient contact connected the patient to the cycler and during the first drain of treatment the patient's drain line was cloudy. The pd nurse was contacted for advise on the situation. Upon follow up, the patient¿s primary peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with abdominal cramps, cloudy peritoneal effluent fluid, and diarrhea. A peritoneal effluent fluid culture and cell count (wbc = 16,448 u/l, pmn = 93%) were obtained, and the patient was started on intraperitoneal (ip) vancomycin 1.5 grams and ceftazidime 2 grams x 14 days. The peritoneal effluent fluid culture result was negative for growth on (B)(6) 2020, and the patient continued the ip antibiotics. Additionally, the patient was prescribed diflucan 100 mg daily x 18 days (specifics not provided). The pdrn attributed causality to the patient¿s failure to bleach/clean the shower head and faucet for >1 month (patient education provided). Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). The patient has recovered from the events and continues to undergo ccpd therapy utilizing the same liberty select cycler as before the events.